Manufacturer narrative:
A4: correction: the patient's weight was updated. E1: correction: the reporter's information was updated.

Event description:
It was reported that the patient had their entire system explanted due to an infection. The patient is reported to be healing.

Event description:
It was reported that the patient's implanted eterna was returned. Investigation was unable to determine further details.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.